Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the insulin pump would not rewind. Customer's current blood glucose reading is 347 mg/dl. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip was noted during the visual inspection. The insulin pump alarmed during the rewind due to a corroded motor home switch. The motor error alarm could not be confirmed due to this alarm. However, the insulin pump passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.